Event description:
It was reported by the customer from the medical intensive care unit on a subclavian insertion. Upon removal of the .025 spring wire guide (swg), it became separated inside of the pt. However, it was reported the entire swg was removed. A second procedure was not necessary. There were no reported pt complications.

Manufacturer narrative:
.